Event description:
Pt states after last dialysis at home, pt noted bleeding from catheter. Arterial extension set was off and had separated from catheter. Pt was seen at hosp and extension was replaced. Pt presented to dialysis. When attempting to initiate pt's treatment, air was noted to be coming from arterial extension connector, despite attempts to tighten connection. When catheter was flushed with normal saline, leakage was noted around connection. Pt was sent to hosp where the arterial extension was replaced by vascular/radiology.